Event description:
It was reported that autopulse nimh batteries s/n (B)(4) stopped with a "replace battery" indication even though batteries were fully charged. This report pertains to battery s/n (B)(4). Report for battery s/n 10444 was submitted under MFR report # 3003793491-2012-00078. No adverse event reported.

Manufacturer narrative:
Test data was provided for battery s/n (B)(4). This battery passed power testing. The test data indicated that the battery was not properly maintained. For instance, it was not test cycled on a (B)(4) basis. Or, battery was used before it was fully charged. Therefore, probable cause for the experienced event may be improper battery maintenance. No adverse event reported.